Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that the liquid crystal display (lcd) had physical damage was not working properly. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to be damaged and was unreadable. The lcd needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.